Manufacturer narrative:
(b)(4). This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.